Manufacturer narrative:
The information on section 'concomitant medical products' was not included in the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report in 'event date.' The information that provided with the initial report was incorrect. The correct information has been included with this report in 'event description' section.

Event description:
It was reported that the customer visited the doctor's office on (B)(6) 2020 due to pain at insertion site. Troubleshooting was done for the site issue. Customer stated that they experienced pain at the location of site for about six months. Customer was put on anti inflammatory medication. The customer did not go to the hospital nor emergency room. No further details given. Sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service dispatched and visited to emergency room on (B)(6) 2020 due to pain at insertion site. Troubleshooting was done for the site issue. Customer stated that they experienced pain at the location of site for about six months. Customer was put on anti inflammatory medication. No further details given. Sensor will not be returned for analysis.